Manufacturer narrative:
Device failed displacement test. Unit received with cracked belt clip rail case corner. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack at the backside of insulin pump. The customer¿s blood glucose level was 136 mg/dl. The insulin pump will be returned for analysis.